Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient was treated on (B)(6) 2015 for severe and ongoing left groin pain and medication was injected along the inferior aspect of the scar in the left groin. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted dense adhesions of the anterior leaflet of the mesh. The mesh was densely adherent to the cord structures including the vas deferens, artery and vein. Attempts at dissecting the mesh free from these vessels were unsuccessful. The surgeon had to perform an orchiectomy and remove the mesh as well. It was reported that the patient experienced severe pain, inflammation, swelling, loss of appetite and weight loss. No additional information is provided.